Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, chronic obstructive pulmonary disease, peripheral artery disease, stroke, end stage renal disease, coronary artery disease, atrial fibrillation, and bicuspid aortic valve. Complications reported included death, surgical intervention (redo, valve-in-valve, pacemaker), unexpected medical intervention (cardioversion), hospitalization, stroke, atrial fibrillation, bleeding, endocarditis, pannus, and calcification; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death is estimated b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: mid-term outcomes and hemodynamic performance of the st jude medical epic aortic bioprosthesis for severe aortic stenosis.

Event description:
The article, "mid-term outcomes and hemodynamic performance of the st jude medical epic aortic bioprosthesis for severe aortic stenosis", was reviewed. The article presented a retrospective, single center study to evaluate hemodynamic performance and midterm outcomes following aortic valve replacement (avr) with the epic bioprosthesis for severe aortic valve stenosis (as) in a japanese cohort. Devices included in the study were solely epic supra aortic valve. The article concluded that although the midterm outcomes and hemodynamic performance of the sjm epic supra aortic bioprosthesis were satisfactory, structural valve deterioration (svd) was observed at approximately 7 years. An increase in mean pressure gradient (mpg) and decrease in effective orifice area index (eoai) were also observed, which may be related to the development of svd. [The primary and corresponding author was naoto fukunaga, department of cardiovascular surgery, hyogo prefectural amagasaki general medical center, 2-17-77, higashinaniwa-cho, amagasaki, hyogo 660-8550, japan, with corresponding email: naotowakimachi@hotmail.co.jp]. The time frame of the study was from april 2011 to october 2016. A total of 65 patients were included in the study, of which all received an abbott device. The average age was 76.8 years, and the majority gender was female. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic obstructive pulmonary disease, peripheral artery disease, stroke, end stage renal disease, coronary artery disease, atrial fibrillation, and bicuspid aortic valve.